Manufacturer narrative:
(B)(4). N/a other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "it occurred during spine surgery, on at least 2 encounters the wound had to be covered and the patients were flipped supine. We unkinked the tube, reinforced them and then flipped the patient prone again and completed the surgery. There was no impact on patient care, although flipping the patient with an open wound increased the risk of infection. No patient developed an infection in their surgical wound".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "it occurred during spine surgery, on at least 2 encounters the wound had to be covered and the patients were flipped supine. We unkinked the tube, reinforced them and then flipped the patient prone again and completed the surgery. There was no impact on patient care, although flipping the patient with an open wound increased the risk of infection. No patient developed an infection in their surgical wound".